Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(4). There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture or breakage of instruments has been reported.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on january 20, 2015. Evaluation of the returned device found dents and scratches suggesting heavy use. The tip has a broken tine and during reconstruction of the fracture, areas of plastic deformation were observed which suggests an overload fracture with a possible tensile element. This product was likely put through excessive force or torsional overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. Based on device history records review, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments; "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a procedure on (B)(6) 2014 where the surgeon intended to replace a reconstructive tendon that had been implanted two years prior. During the procedure, as the surgeon was attempting to remove the tibial fixation device, the tip of the remover fractured and fell into the patient's wound. The tip was retrieved; however, the surgeon opted not to replace the reconstructive tendon as he deemed it was unnecessary.

Event description:
It was reported patient was initially implanted with a reconstructive tendon and washerloc fixation device approximately two years ago. Subsequently, patient's reconstructive tendon was thought to be loose. A revision procedure was performed on (B)(6) 2014 in an attempt to remove the washerloc fixation device and to do another tendon reconstruction. However, the tip of the washerloc remover instrument fractured and fell in the operation field. The fractured piece was retrieved, but the revision procedure could not be completed successfully.